Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 65 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support to have endured thrombocytopenia with a "possible" relationship to the impella device. The condition improved after removal of the impella.

Manufacturer narrative:
The investigation into the thrombocytopenia issue has been completed since the initial report was submitted. The product was not returned for investigation the root cause of the thrombocytopenia issue was not determined since product was not returned and insufficient clinical information was provided.